Event description:
During a pci treatment procedure, the ultra-thin stent delivery system balloon catheter fractured into two pieces when being removed from the pt. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in an atrioventricular fistula. The stent delivery system was advanced to the lesion against slight resistance, the balloon was inflated one time to 12 atms, and the delivery system was being withdrawn when the catheter fracture occurred and the balloon became separated. Both portions of the stent delivery system were retrieved from the pt. No pt injuries or complications were reported. Pt status is reported as 'fine.'